Manufacturer narrative:
Device details unavailable at the time of this report. (B)(4).

Event description:
Per the surgeon, the patient experienced skin overgrowth at the abutment site. Subsequently, the patient underwent a skin flap repair surgery on (B)(6) 2017 to resolve the skin overgrowth.